Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that the battery cap was stripped/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2014 with the following findings: visual inspection revealed that the battery compartment was cracked below the finger pad and battery compartment threads were damaged/stripped. The battery cap threads were found to be damaged/stripped. The battery cap contact height measurements were found to be out of the required specifications. Unrelated to the complaint, evaluation revealed that the display was dim, fading, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.